Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome cutting balloon monorail was used to dilate the lesion. During the procedure, the cutting balloon was inflated 5 times at 6-8 atm. Upon deflation, it was noted that the balloon could not be fully deflated and could not be withdrawn into the guide catheter. The device was removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A build-up of contrast media was present inside the balloon. A visual and microscopic examination observed no damage to the tip or balloon. Approximately 0.5 mm of the proximal end of a distal blade was bent. This was likely caused as a result of the device encountering resistance during attempted withdrawal into the guide catheter. All other blades were present and fully bonded to the balloon surface. The balloon protector was not returned for analysis. A visual and tactile examination found that the outer and inner were broken at 123 mm from the tip. This type of damage is consistent with excessive force being applied to the delivery system. The proximal section of the shaft was not returned. During analysis, a mandrel was inserted through the inner to aid with photographing the device. However, during removal of the mandrel, the inner was drawn up inside the outer and became kinked inside the balloon. A vacuum was unable to be pulled for balloon preparation due to the break in the distal shaft. The distal half of the broken shaft was unable to be inserted through the recommended size 6 fr guide catheter as identified on the product label, due to a build up of solidified contrast media present within the balloon. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in the coronary artery. A 10/3.50 flextome cutting balloon monorail was used to dilate the lesion. During the procedure, the cutting balloon was inflated 5 times at 6-8 atm. Upon deflation, it was noted that the balloon could not be fully deflated and could not be withdrawn into the guide catheter. The device was removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.